Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was admitted to the hospital due to & haywire; stimulation where the device was shocking too frequently and aggressively. While in the hospital the device was completely disabled except magnet mode was left on. Three days later the patient perceived the device stimulating despite being previously disabled. The stimulation was so intense the patient could not breath. They were advised to tape the magnet over the device, however every couple of minutes the strong shocking sensations in their neck and throat that caused them to fall to their knees indicating that it was not working. X-rays were taken and no abnormalities were observed, they noted there was no device migration. Diagnostics were performed on the patients device and no complaints were reported during the test. The patient has been referred for possible revision no known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent a battery replacement due to experiencing a shocking sensation. The suspect device was received and product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.